Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected high out-of-range pacing and shock impedances on this right ventricular (rv) lead. The patient reported a month earlier they had a hot sensation in the pocket area. No intervention was performed at that time and the device was programmed to monitor only. Five months later surgical intervention was performed for suspected rv lead fracture. Interrogation found that the device was operating in safety mode. Extensive manual traction was required to explant the device from the sub-muscular pocket. The patient was noted to be quite muscular. During the explant procedure, the device header detached from the can. The device is included in the 2009 subpectoral implant product advisory. The device and lead were explanted and will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the lead was returned severed 111 mm from the terminal pin in two segments with some portions of the lead missing. Visual inspection noted calcification on the lead body with most of the proximal and distal spring electrodes covered. Resistance tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Radiological imaging confirmed that there were no lead fractures on the portion of the lead returned. Although the lead was found to be electrically continuous, calcification is known to cause/contribute to high impedances.

Event description:
Additional clinical observations were reported that there was loss of capture (loc) at maximum outputs.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4).